Manufacturer narrative:
Device code 2017 failure to follow steps was added for advancing a polymer guide wire through an access needle. Visual and dimensional inspections were performed on the returned guide wire and the reported polymer damages were confirmed. The reported difficulty to advance and difficulty to remove were unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Based on the review of similar incident(s) there is no indication of a lot specific product quality issue. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. It should be noted that the electronic instructions for use (eifu), high torque command 18, guide wire for pta states: do not withdraw or manipulate the hydrophilic-coated wire through a metal cannula or sharp-edged object. In this case, the reported IFU violation does not appear to have cause or contributed to the reported difficulty to advance and difficulty to remove. There were no reports of the guide wire encountering resistance with the access needle. Additionally, the physician is aware that they shouldn't advance a polymer wire through an access needle as tearing of the polymer can occur. The investigation determined the reported difficulty to advance, difficult to remove and polymer damages appear to be related to operational circumstances of the procedure. Based on the reported information, during advancement the guide wire encountered resistance against the heavily calcified, heavily tortuous anatomy causing the reported difficulty to advance and difficulty to remove. Manipulation against resistance during advancement and retraction likely caused the reported/noted polymer damages. The noted kink on the tip likely occurred during packing for return analysis. Corrosion was noted on the core, coils and proximal solder joint, which is likely a result of exposure to the elements during transit back to abbott vascular for analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is being filed under a separate medwatch report number. Na.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow report will be submitted with all additional relevant information. The additional device is being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat the heavily calcified, heavily tortuous right external iliac and right common iliac. The first command 18 st guidewire was advanced through a non-abbott access needle (21-gauge diameter) without issue but failed to cross due to resistance with the difficult anatomy. Resistance was also felt with the anatomy during removal. The wire and access needle were removed together as a single unit. After removal, it was noted that the polymer coating was torn and partially stripped off the coils. The polymer coating remained intact with the wire and it was confirmed that nothing was left behind in the patient. The second command 18 st guidewire was advanced through a new access needle. Resistance was felt with the anatomy, but the wire reached the lesion. The access needle was then replaced with a non-abbott sheath. After stenting, resistance was felt with the anatomy while attempting to remove the wire. The wire and sheath were then removed together as a single unit. After removal, the polymer coating was also torn and partially stripped off the coils, although not as much as the first wire. The polymer coating remained intact with the wire and it was confirmed that nothing was left behind in the patient. The physician is aware that they shouldn't advance a polymer wire through an access needle as tearing of the polymer can occur. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.